Manufacturer narrative:
The reported field event of under-sensing was confirmed in the laboratory due to review of egm. Potential diagnostic anomaly was identified. Without return of the device, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor was undersensing. No intervention was performed at the time. Patient was asymptomatic.